Event description:
This device was used in the sudden cardiac arrest of a male pt during which the pt did not survive. The event was used at a hosp. The end user reported that the device was connected to the pt but the green button (on switch) did not respond.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2012 and that it had performed to specification up to (B)(6) 2012. Evidence shows that the device completed successful self-tests the week before the event on (B)(6) 2012 and the week after the event on (B)(6) 2012. Routine testing confirmed no fault with the device. The device was stress tested over a weekend with self-tests performed every hr in a climate chamber with temp cycling between 0 degrees celsius to 50 degrees celsius. The device passed all 67 tests. The volume was tested and at all levels the voice prompts were clear. There is evidence to indicate that the event lasted 58 seconds, during which time the device was switched on with the green button being pressed and the device issued the correct speech prompts. The user was instructed by the device to apply the electrode pads to the pt's chest. This instruction was given two times, on the second request the on/off button was pressed and the device was turned off. Clinical analysis of the event confirmed that no pt impedance was recorded, which gives an indication that the electrode pads were never actually placed on the pt's chest. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.